Event description:
It was reported that the patient's following physician had reached out to the manufacturer to report the death of the patient. The date of death was unknown as the provider had just found out. The provider did not know of any additional details and did not have access to an autopsy at the time of initial report. The generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Later the following physician provided an assessment on the reported death. It was noted that the coroner's report was not complete and as a result, no offical cause of death has been identified. The generator will be sent for return following completion of autopsy report. The following physician does not believe the death is related to vns, but no offical cause of death was identified. It was noted that the patient was receiving stimulation at the time of death. The patient's response to vns therapy was seizure freedom. It was noted that the patient passed away during sleep the same night after left shoulder surgery. The patient was discharged home after surgery. The suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.